Manufacturer narrative:
Correction g3: date received by MFR: should have been 7/29/2025.

Event description:
During evaluation of a returned spectrum pump, the device had the tubing ID label missing. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and found the tubing ID label missing. The cause was identified to be the missing tubing ID label which requires replacement to address this issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: g3: date received by MFR was originally 08/05/2025 and should be 08/06/2025.